Event description:
Chair alarm sensor was defective. Patient got up from chair and the alarm did not sound until the patient was more than half way into the bathroom.device #1is this a laboratory device or laboratory test?no.